Event description:
Patient being treated for spondylolisithesis had four (4) ti 3d heads for click'x screws, locking caps, and pedicle screws, implanted. During follow-up visit with surgeon, patient presented with pain and discomfort. X-ray confirmed that the 3d click'x heads had become separated from the click'x screws. Surgeon explanted 3d heads, locking caps, and pedicle screws.

Manufacturer narrative:
This information was not provided in initial report. Additional information has been requested. Devices have been received and investigation is in progress.